Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette tubing was blocked during a cataract procedure. The procedure was completed after replacing the product. There was no harm to the patient. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Two used cassettes were visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The samples were tested using a calibrated console. The samples could be recognized properly on the console and the service data could be retrieved from the console. The samples primed and tuned successfully and reached maximum vacuum at the minimum of 719 mmhg. No occlusion, blockage, or any anomaly was observed during performance testing. The irrigation and aspiration flow rates were measured and were within specification. The samples functioned per specification. The root cause of the customer's complaint could not be established; the returned samples met specifications. No tubing blockage or occlusion was experienced during laboratory evaluation. After investigation of this complaint, it has been determined that these samples met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: 2018-77981